Event description:
It was reported that during priming with one unit of a pf2000 n, an external fluid leakage was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to d9, h3, h6 and h10. The device was received for evaluation. Visual inspection with the naked eye of the product shows several cracks on the housing, which indicates that the product has received a strong force in the area. The reported condition was verified. The most likely cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.